Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting down on 05/30/2026. Due to the customer not being able to turn the pump back on, the customer's blood glucose (bg) was 521 mg/dl on 05/31/2026. Customer addressed bg with a correction injection. The customer reverted to an alternate method of insulin therapy.